Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen housing was cracked while the user was working in construction, though the device remained functional and blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued use of therapy with a backup plan advised. Investigation included collection of user-provided information and device return for assessment. Investigation of this device revealed physical damage to the pump enclosure consistent with external impact, with no reported device malfunction affecting therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from external forces.